Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A review of the event history log identified multiple 'system error 345' messages which verifies the issue but it was not reproduced during testing. The device was found in specification and the thermistors were checked and found within tolerable range of each other during all service testing. The ultrasonic sensor was replaced as per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The process step was unknown. There was no patient involvement. No additional information is available.